Event description:
When removing external fixation device after two months, doctor had to cut pin with bolt cutters. Doctor could not loosen with driver. Had to take patient into surgery and drill into bone to remove.